Event description:
It was reported that the lead integrity alert (lia) triggered, and the lead exhibited high impedance, oversensing, and an apparent fracture. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) - the full lead was returned and analyzed. Analysis revealed that the distal conductor was fractured. The defibrillator conductor was fractured. The proximal conductor was fractured. The distal conductor was distorted. The defibrillator conductor was distorted. The inner insulation was breached (clavicle-rib crush). The outer insulation was breached (clavicle-rib crush). The outer tubing was kinked/buckled. The outer tubing overlay had cosmetic environmental stress cracking. The outer insulation had a cosmetic depression. There was blood in/on the helix/lobe mechanism. There was tissue on the helix. The lead was stretched.